Event description:
The surgeon inserted an aq2003v silicone three piece lens and the capsule was torn. The reporter was uncertain as to what caused the tear. This the third lens the surgeon attempt to implant in this patient. The lens was removed and a fourth lens was implanted. The incision was sutured and no vitrectomy was performed. See MFR report numbers 2023826-2006-000581 and 2023826-2006-000582.